Manufacturer narrative:
There has been a previous report received where this malfunction with a similar device resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Customer returned 1 sine tip broken. Visual testing of tip performed using microscope. No manufacturing defects or markings were noted on tip. Customer indicates power setting being used at time of breakage was at 20%. Recommended power settings for this size sine tip is min 1 max 3. Several factors may contribute to the breakage of a tip such as intensity, pressure, technique, and power settings. All of these factors may affect the longevity of the tip. Based on the information received and the condition of the tip returned, determination if the fault was with the customer cannot be determined. This submission is being made after a two year retrospective review was conducted as part of a response to an FDA 483.

Event description:
It was reported that a proultra sine tip broke during use; no injury resulted.